Event description:
It was reported the horizontal ramping bar on the pt's programmer kept getting stuck. The pt reported the stimulation increase to perception was smooth when the programmer ramped up. A replacement programmer was sent to the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.